Event description:
This event was reported as annuloplasty ring explanted; reason unknown. No further info was provided.

Event description:
This event was reported as mitral insufficiency. No further info was provided.